Event description:
Left ventricular lead dislodgement as showed in x-ray image. The physician decided to extract the lead and to implant a new one (qp l 85/49) in the same vessel.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed cuts into the insulation (approx. 17 cm and 36 cm distal to the is-4 connector pin), which most likely resulted from the extraction procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.